Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, the customer reported a high blood glucose (bg) level of 569 mg/dl. Cause of the high bg was occlusion. Customer addressed high bg by correction injection via mdi. Customer reverted back to alternate method of insulin delivery.